Manufacturer narrative:
This complaint is no longer reportable. Incorrect lot number is not a reportable malfunction. It would not lead to any serious injury/harm for the end user.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was an issue with incorrect lot number on the unit top web.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: this device has a 2nd product code, fpa common device name: this device has a 2nd common device name, intravascular administration set a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was an issue with incorrect lot number on the unit top web.